Event description:
It was reported that labeling issue occurred. A 2.5mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, the outer package, inner package and inner shaft of the balloon, did not match the model. The size on the outer package was 2.5mm x 12mm, and the size of the inner package is 2.75mm x 12mm, but the size on the delivery shaft is still 2.5mm x 12mm. Another quantum maverick balloon catheter was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter within the shipping hoop and tyvek packaging and outer box. The outer box, labeled with lot batch was 27816227. The box was visually inspected and found unsealed with no other irregularity or issue. The tyvek product pouch, labeled with lot batch was 27816236 was visually inspected. The product pouch contained a unit still in the shipping hoop, for batch 27816227 and the seal was fully intact with no sign of tampering or attempt to open. Inspection of the remainder of the packaging and device presented no other damage or irregularities. Product analysis found there was a labeling issue.

Event description:
It was reported that labeling issue occurred. A 2.5mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, the outer package, inner package and inner shaft of the balloon, did not match the model. The size on the outer package was 2.5mm x 12mm, and the size of the inner package is 2.75mm x 12mm, but the size on the delivery shaft is still 2.5mm x 12mm. Another quantum maverick balloon catheter was used to complete the procedure. There were no patient complications reported.